Event description:
Arcos torque limiting t handle 55in - lbs. During the procedure the doctor was using the t handle to lock the distal stem to the proximal body at the back table. As the surgeon was locking a screw, the tabs on the t handle fractured. No pt or delay in procedure was reported.